Event description:
Litigation papers allege acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, inhibited patient's ability to walk, and will likely require a revision surgery. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information and doi for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - sales rep reported revision surgery due to pain. There was no new information that would change the outcome of the investigation. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain; clear yellow synovial fluid; small pseudotumor; evidence of corrosion with blackened tissue at the taper neck junction. The adapter sleeve and femoral stem were added to the complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.